Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, no insulin delivery or pump defects were found. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen; the pump booted to normal contrast with replacement test screen.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), 2012, the reporter claimed the patient had high blood glucose reading of "hi" (above 600 mg/dl) and tested positive for ketones. At the time of concern, the patient's blood glucose responded to insulin injection. The animas pump was not available for evaluation at the time of concern. Animas made several attempt to contact the reporter but was not successful. This complaint is being reported because the patient had elevated blood glucose above 600 mg/dl and tested positive for ketones while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).